Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening or implant components(s).'' Post-operative warnings: "damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques''. Patient education: "the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed.''

Event description:
On (B)(6) 2019, patient underwent a posterior spinal fusion at t12-l2 and s1-s2 levels. Post-operative radiographs revealed screw back out at left side of t12-l2 levels. On (B)(6) 2019, patient underwent a revision procedure where three lock screws were replaced and construct was extended to t10 without any reported issues. No patient injury reported.